Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy.